Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range high shock impedance measurement, with available records showing gradual rise in its impedance measurements. Technical services (ts) was consulted and discussed available programming options and advised further examination. Ts noted lead calcification is the suspected cause. This rv lead remains in service. No adverse patient effects were reported.